Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The evaluation uncovered the olympus lamp life meter was reading at 200+hours, light output measured within specifications. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, the evis exera iii xenon light source made a clicking noise and switched off, bringing on the backup lamp. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of main lamp does not ignite but spare lamp does work was not confirmed and its cause was not identified. Olympus will continue to monitor field performance for this device.